Event description:
It was reported that a flo-gard infusion pump presented a low battery. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, an alarm log review, battery testing and functional testing were performed on the device. During functional testing, the device presented the low battery alarm when unplugged. Visual inspection revealed the fuses were blown, determined to be the cause of the reported condition. To correct the condition, the main fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.